Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. Handpiece didn't get hot. Handpiece has visible black mark on outside of cap. Handpiece cap is sticking inwards position and causing contact with rotor, cap has no debris built up around edges and is not eggshell. Handpiece running noisy due to cap bearing wobble on rotor but is still intact on rotor.

Event description:
It was reported that a midwest e plus 1:5 ca overheated during use; no injury resulted.